Event description:
Event description guidant received information that this implantable pacemaker (ipm), although programmed to ddd mode, appeared to be pacing in vvi mode via an electrocardiogram (although no rhythm strips were provided to guidant). The device also exhibited intermittent difficulty accepting programming changes from the programmer. The device was replaced with another guidant pacemaker using the chronic leads three-weeks post-implant, and the ipm was returned for analysis.